Event description:
Patient underwent a total laparoscopic hysterectomy and right salpingectomy. During the surgery, an existing filshic clip was inadvertently removed freom the right fallopian tube. After multiple attempts to retrieve the clip, the decision was made to not remove it. It is unclear when the device was placed, and at what facility. The patient is in stable condition.